Event description:
It was reported that a patient underwent a abdominoplasty procedure on (B)(6) 2012 and topical skin adhesive was used. The topical skin adhesive was left on the wound for 2-3 weeks. Then, two days after it was removed the patient developed red, contact dermatitis. The patient was given an oral steroid prescription/ medrol pack. Additional information was requested.

Manufacturer narrative:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2012 and topical skin adhesive was used. The patient complained of itching so the topical skin adhesive was removed. The rash worsened. The patient tried a topical steroid. The patient was seen by the doctor seven days later and was given oral steroids. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.